Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient?yes and clip not releasing. What were the indications for surgery? Clip vessels. What was found? N/a. Does the patient have any relevant history of surgical treatments? Dont know. Did somebody other than the primary surgeon fire the instrument? No. What type of structure was the device being fired across? Vessel. Which firing did the incident occur on? Dont know. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Which of the instances describe the event: did the device deliver a scissored clip which cut the structure? No answer. Did the device deliver a properly formed clip which cut the structure? Yes. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing.) How was the structure repaired? Opened new clip applier.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Event description:
(B)(4).